Event description:
It was reported that two pta balloons ruptured during inflation. The physician was performing an angioplasty of a graft in the arm. Both balloons were used on the same patient and they are from the same lot. The first balloon was inflated using a 6 cc syringe and allegedly ruptured during inflation. The second balloon was inflated with a 3 cc syringe and also ruptured. Both ruptured in the same spot in the balloon. The physician thinks there was a large pinhole as opposed to longitudinal or circumferential rupture. The introducer sheath was 7 f with a .035 guide wire. The physician completed the procedure using a competitor's balloon. No patient injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The samples were returned and visually inspected and evaluated. The type of rupture was a circumferential rupture, not a pinhole rupture as reported in the event description. Sample 1: the re-folding tool was present on the catheter, however, the balloon guard was not returned with the sample. The length of the catheter was measured to be 77.2 cm. Patency of the catheter was checked with a 0.035 inch guide wire and it passed. A circumferential rupture was present on the balloon. The circumferential rupture was approximately 3.7 cm from the distal tip of the balloon, and it appeared to be split half-way around the circumference of the balloon. There were no fibers that were frayed or unraveled at the rupture. There were no other surface defects on the balloon. It is unknown as to the cause of the rupture. Sample 2: the re-folding tool was present on the catheter, however, the balloon guard was not returned with the sample. The length of the catheter was measured to be 77 cm. Patency of the catheter was checked with a 0.035 inch guide wire and it passed. A circumferential rupture was present on the balloon. The circumferential rupture was approximately 3.7 cm from the distal tip of the balloon, and it appeared to be split half-way around the circumference of the balloon. There were fibers that were fraying at the rupture site and there were no fibers unraveling. There were no other surface defects on the balloon. It is unknown as to the cause of the rupture. The current IFU (instructions for use) states: warning: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended.